Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited the distal end was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the event can be detected/prevented by following the instructions for use which state: a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope bf-1tq290 operation manual: chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.